Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for needle hub separates on lot # 8351994. Customer returned one (1) loose 31gx8mm, 0.3ml bd insulin syringe in an opened polybag from lot 8351994. Customer reported needle hub is separated from barrel and hub is in the needle cap. The retuned syringe was examined, and it was observed that the needle hub / shield assembly was separated from the syringe barrel; no damage to the barrel tip as was observed. Manufacturing ((B)(4)) will be notified of the observed issue. A review of the device history record was completed for batch# 8351994. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: on 05 feb 2020, (B)(4) received photo complaint. A visual evaluation of photo found (1) syringe with no needle assembly attached. There did not appear to be any damage to the tip of the barrel, or anywhere on the syringe. There did not appear to be any damage to the core pin. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause for this defect cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. (B)(4) has been opened to address this issue.

Event description:
It was reported that a bd syringe 0.3ml 31ga 8mm tw 10bag 500 twn needle separated from the hub. The following information was provided by the initial reporter: "separated needle hub from barrel. Needle hub is separated from barrel and hub is in the needle cap."